Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time. It was also reported that a small bleed required coagulation. It was further reported that the procedure was completed successfully without a clinically significant delay.

Manufacturer narrative:
This was originally reported under MFR report # 3015967359-2025-00163 as a malfunction; however, new information was obtained and is being filed under this report. H6: a follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
H2: device evaluated with no device problem identified. H6: the quality investigation is complete.

Event description:
No new information.